Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 459 mg/dl at the time of the incident. Customer's current blood glucose level was 79 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with intravenous insulin drip. Customer reported symptoms such as confusion, feeling sick/unwell. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was in emergency room and emergency services were dispatched as a result of high blood glucose. The device will not be returned for analysis.